Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 indicating that several times over the last week the pump will alarm that part of a bolus programmed on the meter remote was not delivered. The patient indicated that they watch the meter count down to zero as if the bolus was delivered, but within 1 hour the pump alarms. The patient reviewed the pump history and it indicates that only part of the bolus was delivered. This report is being made based on the indication that the pump is showing that the bolus is delivered, but will later alarm to indicate that it was not.